Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred. The customers blood glucose level ranged from 144-163 mg/dl. During troubleshooting with tandem technical support, customer reset the pump and was able to successfully resume insulin delivery.